Manufacturer narrative:
Updated blocks: d4, d9, h3, h4 and h6. The field service representative (fsr) replaced the level module and performed all performance/verification checks. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor displayed a 'sensor not attached' message. As mitigation, the pads and the sensors were replaced but the issue remained. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.